Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (won't connect with a monitor, abnormal shutdowns) has been confirmed. Upon investigation the electrode belt would not communicate with a monitor. The cause for the failure was isolated to an open green (+3.3v) wire in the trunk cable. The root cause for the open pulse wire was excessive force on the cable. No adverse event resulted from the open pulse wire.

Event description:
A us distributor reported that a patient's belt would not communicate with a monitor and that the device was exhibiting abnormal shutdowns.